Event description:
It was reported that the ¿catheter moves.¿ this reportedly started approximately three to six months ago. The reporter thought she needed to get something checked at the time of the report, and that ¿something is moving, but she is not sure what it is.¿ the reporter was redirected to the patient's healthcare provider (hcp). The pump system was being used to infuse dilaudid (hydromorphone). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).